Event description:
During a colonoscopy procedure, a cook captura serrated forceps with spike was used. The patient developed a hematoma upon first biopsy. Clip placement was performed to control the hematoma successfully. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient's body. Other than clip placement to successfully control the hematoma, the patient did not require any other additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our initial laboratory evaluation of the product said to be involved ws unable to confirm the report as described. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. The forceps would open and close with a minimal amount of force. The cups were visually inspected under magnification and no misalignment of the cups was observed that may have contributed to the observation by the user. Upon performing the initial review, a product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device was returned to the approved supplier for further evaluation. A follow up report will be issued once the supplier has provided their findings. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. See scanned page.